Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the serial number of the left lead that was going to be replaced was unknown. It was indicated that the lead replacement had not yet been scheduled. It was indicated that the rep would request the lead be returned for analysis at the time of the replacement. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had lost all therapy that was in the middle of their back and on the left. Their impedances on the left lead showed that all electrodes were either ¿do not use¿ or ¿avoid¿. The doctor was going to refer the patient to a surgeon for a revision to implant a surgical lead. They had tried multiple programs and parameters on the right lead to see if they could capture the painful areas, but they had had no luck. The patient's indication for use is non-malignant pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was getting the error on the patient controller that stated ¿desired intensity could not be reached¿. It was reported that factors that may have contributed to this issue was the patient stated that they remembered coughing and thought that it maybe started then. The rep ran connectivity and impedances and electrode 6 was red on the connectivity check. Electrode 6 impedances were greater than 40,000 ohms and marked as ¿do not use¿ and electrode 7 impedances were also high and marked ¿avoid¿. The patient¿s programming was adjusted to avoid the use of these two electrodes and the issue was resolved at the time of the report. The patient was alive and without injury. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6)2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's leads and battery were replaced. A new perc. Lead was placed as well as a new battery. No further information was reported.